Event description:
A report was rec'd via FDA's medical products reporting program that a physician reported a male pt developed a fusarium infected corneal ulcer (eye unspecified) while using renu with moistureloc multi-purpose solution. The physician reported the pt's event began in 2006. On this day, the physician performed an eye culture and the results were positive for fusarium species. The pt was initially treated with anti-funga medications without response. The pt subsequently underwent a corneal transplant to remove the infection from the eye. As of 2006, the physician was still treating the pt for the condition. The physician indicated that the pt event was possibly related to use of the product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges are required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.